Manufacturer narrative:
Product ID 8711, lot# j11034r14, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
An overdose was reported. They stated they were in the hospital due to overdose in (B)(6) 2013. The patient mentioned having trouble with their oral medication. On (B)(6) 2014 it was noted that the patient¿s pump should be ¿altered¿ and ¿realigned¿ or reprogrammed because, the patient was not happy with two medications (morphine and sufentanil) that were in their pump. The patient was reportedly allergic to the two drugs in the pump. It was then stated that the patient was not allergic and that the pump was ¿too high¿. The patient thought the pump was too high or too low, but they felt they were allergic because, the reaction was ¿not good¿ and the ¿reaction was too strong¿. The patient was having side effects such as not being able to sleep, and they were sweating too much because of it. This had been happening since the pump was put in. The patient had a very high fever and they were very hot. The patient¿s doctor ¿turned the pump up way too high and his temperature was like they were burning¿. The patient could not feel their toes and felt like they were 90 degrees. The patient¿s fiancé had seen this for six years now and stated, the patient ¿should be dead¿. The patient was not given their telemetry strip so they did not have their drug information. The medications infused were baclofen, morphine, clonidine, and sufentanil. On (B)(6) 2014 patient stated that the pump was too high and they could not feel their toes. The patient said, he was very unhappy with medtronic and the pump. The medications in the pump were specified to be sufentanil, clonidine, bupivacaine, and baclofen.